Manufacturer narrative:
(B)(4). Teleflex received the affected device for analysis. A visual inspection of the display head cable was performed and a bend was noted on the cable. No other damage or defects were noted. The display head assembly was installed onto a known good autocat2w and a functional evaluation was performed. The display head passed functional testing. In addition, an inspection of the display head assembly internal hardware was performed and no abnormalities were found. The reported problems could not be replicated at teleflex (B)(4) during the evaluation, therefore, we were unable to confirm the reported complaint. Teleflex will continue to monitor for similar reports of this issue.

Event description:
It has been reported via a field service report: (B)(4). Symptom: keyboard controller errors. Purge failure. Findings/action taken: could reproduce keyboard errors only by detaching umbilical cable (normal). Had no sign of purge failure (no print out - recorder operational). Replaced control head and umbilical cable as precaution. Tightened and replaced hardware. Unit checks ok. Fcn level: (B)(4). Software level: 2.24. Expedited qa review: yes. Op = on patient. Unconfirmed.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported via a field service report: (B)(4). Symptom: keyboard controller errors. Purge failure. Findings/action taken: could reproduce keyboard errors only by detaching umbilical cable (normal). Had no sign of purge failure (no print out - recorder operational). Replaced control head and umbilical cable as precaution. Tightened and replaced hardware. Unit checks ok. Fcn level: 1416. Software level: 2.24. Expedited qa review: yes. Op = on patient. Unconfirmed.